Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that paramedics were called and the customer was admitted to the hospital due to an elevated blood glucose level of 950 mg/dl and a heart attack. Customer was treated with manual injections and received 2 heart stents. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage. The customer reverted to manual injections for insulin therapy.